Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional additionally reported capsular contracture baker grade iii/IV, and "implant is high and round." Patient undergone complete capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional additionally reported capsular contracture baker grade iii/IV, and "implant is high and round." Patient undergone complete capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.